Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim adn gastrointestinal/pelvic floor therapy. It was reported that over a week ago the patient noticed that their lead had migrated. The patient said they had a kidney infection and were waiting for their healthcare provider to call them back. The patient asked if they could go to the ER and if someone would be able to do something with the leads. Patient service reviewed information and redirected patient to healthcare provider (hcp). The patient said the hcp was no longer in their insurance network, but then declined physician listings.

Manufacturer narrative:
Continuation of d10: product ID 978a128 lot# va2bask implanted: (B)(6) 2021 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978a128, serial/lot #: (B)(6), ubd: 12-nov-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.